Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between 11 july, 2025 and 15 july, 2025. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that the bladder had ruptured. The ruptured bladder was examined, and there were no signs of abnormality observed on the external and internal surfaces of the bladder, the rupture line and stressmember. The reported condition was verified. The cause for the bladder rupture could not be determined; however, may be due to inherent variation in the material from manufacturing, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor burst during filling and had fluid remain inside the housing. The device was filled with 25ml furosemide (10 mg/ml) and 95ml 0.9% saline solution having a final volume of 120ml. There was no patient involvement. No additional information is available.